Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the power unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomenon might be attributed to the deterioration of the main circuit board and/or the power unit, because more than ten years had passed from the subject device had been manufactured and the subject device had been used beyond the durable life significantly. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the endoscopic image was not displayed. The intended procedure was diagnostic colposcopy. The user replaced the subject device with another device and completed the intended procedure. The procedure was not delayed more than 15 minutes. The subject device was used with a halogen light source (clh-sc). There was no report of patient injury associated with the event.